Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that pacemaker exhibited far r over-sensing leading to inappropriate mode switch. No intervention was performed. There were no patient consequences.